Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead would not pass through the sheath. The lead was removed, and a new lead passed through easily. The lead was returned to the manufacturer and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the driveshaft lug being stuck on the retraction stop. The distal end of the lead were bent. There was blood on the distal conductor of the lead and it was not obstructed. Blood was observed on the sleevehead of the lead. Blood was observed on the shaft seal of the lead. The analyst noted visual inspection found severe issues on the returned lead. Issues found with the lead were not mentioned in the complaint. The product passed the introducer sample without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.